Manufacturer narrative:
The lead remains in service without further complication. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during device follow-up, this right ventricular (rv) lead exhibited high pacing threshold measurements. The patient was admitted for a lead revision. Fluoroscopy did not reveal macro-displacement of the lead; microdislodgement was suspected. The lead was successfully repositioned, with good lead measurements after the procedure. No adverse patient effects were reported.